Manufacturer narrative:
E.1. Initial reporter facility: sn (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on black screen with the prompt to ask for password. A field service engineer (fse) found the station stuck on the basic input output system (bios) login screen. Powered down the station, opened the e drawer, and reseated the serial advanced technology attachment cable before rebooting. The station restarted successfully. Upon further inspection, the sata cable was becoming partially unplugged from the port on all in one (aio) docking board. Fse then removed and replaced with a new sata cable, ensuring it remained secure in the port. Rebooted the station, which then booted into the application with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station stuck on black screen with a password. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.